Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event shortly before contacting customer care, with values between 69 and 77 mg/dl after a lunch meal announcement and self-treated with two gummies. Symptoms included hypoglycemia without loss of consciousness or other acute effects. Outcomes included transient low glucose outside 70¿180 mg/dl for approximately 5¿10 minutes and no medical intervention or hospitalization. Investigation included complaint intake, user interview, and troubleshooting with education. Investigation of this case revealed no device malfunction reported and no device component issue identified; the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.